Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as no tortuosity or calcification. It was reported that there was an endoleak after the devices were implanted. The physician ruled out type 1 and type 2 leaks. The physician believes that there is a type iii leak. The physician elected to balloon all of the junctions in the stent graft system; however, there was no change to the endoleak. The physician inserted a kmp catheter, and placed the catheter in the area of the suspected endoleak and contrast was seen out the side of the graft. The physician elected to reline the area where the endoleak was noted with another stent graft, and the endoleak resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other (secondary intervention) - evaluation results: (endoleak); other (no films to evaluate).